Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2018) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by "jammed after firing"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? Was the device difficult to remove from the tissue? If yes, how was the device removed? Can you please confirm as you have stated "the patient should recover" whether there were any post-operative changes to the patient care as a result of the event. What is the current patient status?

Event description:
It was reported that during an anterior resection, the device jammed after firing on bowel. Another like device was required to redo the anastomosis and the patient should recover. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5739l. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what is meant by "jammed after firing"? Where within the gap setting scale was the orange indicator prior to firing? The surgeon fired the gun apparently within the gap setting scale and then attempted to open the device, on opening it jammed and could not be released from the patient. What confirmation was received that the device was fully fired? They use this gun routinely so understand the sound that this gun will give upon firing. Did the device staple? It stapled but because it was caught in the lumen they tore the bowel upon removal. Was the staple line complete? No. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Yes b shaped. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Unsure. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Unsure may not have been. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? One half to three quarters. How was it confirmed that the anvil was free from the tissue prior to removing? Side to side rotation. Was the device difficult to remove from the tissue? If yes, how was the device removed? Yes and tore the tissue. Can you please confirm as you have stated "the patient should recover" whether there were any post-operative changes to the patient care as a result of the event. Re-fired another gun and resolved the issues here patient is fine.